Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the cartridge became bent. Customer's blood glucose level was 130 mg/dl. The customer changed cartridge and was able to successfully resume insulin delivery.